Event description:
It was reported that the tip of the guidewire broke off. A 300cm x 8cm poly tip, v-18 control wire was selected for a posterior tibial angioplasty procedure. During the procedure, the tip of the guidewire broke off inside the non-bsc support catheter. All of the parts of the wire were removed inside the catheter and none remain inside the patient. The procedure was completed with another device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
B3: date of event was approximated based off of the aware date as the event date was not reported. Device evaluated by MFR: the device was returned for analysis. The distal tip of the device had the polymer tip sheared with only a section of it returned together with the device. The distal tip was kinked and the body was also kinked in different sections. There were no more damages found on the returned device. The dimensional inspection of the overall length and the outer diameter (od) of the distal tip could not be performed due to the condition of the device. The od of the middle of the device and the proximal section were within specification.

Manufacturer narrative:
Date of event was approximated based off of the aware date as the event date was not reported.

Event description:
It was reported that the tip of the guidewire broke off. A 300cm x 8cm poly tip, v-18 control wire was selected for a posterior tibial angioplasty procedure. During the procedure, the tip of the guidewire broke off inside the non-bsc support catheter. All of the parts of the wire were removed inside the catheter and none remain inside the patient. The procedure was completed with another device. There were no patient complications reported and the patient was stable post procedure.